Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that increased thresholds were noted on the pacing lead one day post implant. The lead was revised however high thresholds were noted. The lead was then removed and re-positioned via a new puncture site. The lead remains in use. No patient complications have been reported as a result of this event.